Event description:
Cytyc technical service received a call from rep. She stated that facility was called by a doctor's office who reported, that a pt had ingested a cytolyt solution vial. Technical service instructed re[ as to where to locate the msds to fax to the doctor's office and also suggested that the pt be sent to the emergency room for follow-up. Facility repeatedly attempted to contact the doctor's office, but has not been able to follow up on the pt. It is unk at this time whether the pt received medical treatment or the status of the pt. If cytyc becomes aware of any add'l info, it will be submitted via a supplemental report.

Manufacturer narrative:
Na